Event description:
A pt sustained a 2nd- degree burn on the left forearm after a right shoulder MRI exam. The exam used a 4-channel medrad shoulder coil and consisted of 17 scans. The following pulse sequences ( with durations in mins) were used: fse -xl axial t2 2:57, fse-xl axial t2/f.s at 3:15, fse-xl cor t2/f.s 3:33, fse-xl cor t1 5:10, fseir cor t2 5:19, fse-xl axial t1 5:09, fseir axial t2 6:54, fse-xl cor t1 4:54, fse-xl cor t2/f.s 6:37, fse-xl sag t1 7:48, fseir sag t2 8:42, and fseir cor t2 5:25. Other pulse sequences used were no longer available since the info was not sent to picture archiving and communication system ( pacs). The pt was in the bore for approx 1 hour and 45 mins. The pt was sedated. According to the site, padding was not used on the pt since it is not part of their normal practice. After the exam, a rectangular burn was discovered on the pt. The pt received medical treatment.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found it to be performing within specifications. The system's operator manual provides the user info of tissue heating during an mr exam, as well as instructions of proper pt positioning and padding. The site was aware of proper padding instructions.